Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula kinked events, first on (B)(6) 2024. The event occurred within 3 hours of insertion and the insertion site for the first event was upper buttocks and second event was abdomen. The blood glucose level at the time of events was 240 to 320 mg/dl. The patient resolved both the events by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.